Event description:
It was reported that mixed product occurred with a needle 22x1-1/2 rb ns. The following information was provided by the initial reporter, "the needle for the lidocaine was a blunt needle and not a regular injection needle. They used another needle tip they had on the unit to complete the procedure. There was no issue with the patient or procedure."

Manufacturer narrative:
The correction is as follows: g.4. Date received by manufacturer: 2019-02-12.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that mixed product occurred with a needle 22x1-1/2 rb ns. The following information was provided by the initial reporter, "the needle for the lidocaine was a blunt needle and not a regular injection needle. They used another needle tip they had on the unit to complete the procedure. There was no issue with the patient or procedure."

Event description:
It was reported that mixed product occurred with a needle 22x1-1/2 rb ns. The following information was provided by the initial reporter, "the needle for the lidocaine was a blunt needle and not a regular injection needle. They used another needle tip they had on the unit to complete the procedure. There was no issue with the patient or procedure."

Manufacturer narrative:
The changes are as follows: date of event: (B)(6) 2018 .

Manufacturer narrative:
Investigation summary: one (1) sample and six (6) photos were provided by the customer for investigation. The first (1st) photo provided by the customer shows the entire needle hub assembly. The second (2nd) photo shows a zoomed in view of where the needle is attached to the needle hub. The remaining four (4) photos show the end of the needle from various angles showing that there is no point. The returned sample was visually examined and it was determined that as there was no needle point on the returned sample that it appeared that the needle was actually ¿inverted¿ and that the needle hub had been assembled incorrectly with the needle point in the hub. The returned sample was then x-rayed to provide a view of the needle which is assembled in the needle hub. The x-ray confirmed that the needle has been assembled incorrectly with the needle point in the needle hub. A calipers was then used to measure the outer diameter of the needle to ensure that the correct needle gauge was used and it was confirmed that the needle gauge is correct. Therefore, the needle hub assembly is not mixed product but rather a needle hub which has been incorrectly assembled. A cannula ¿needle¿ was inverted in the cannula hopper prior to being assembled in the needle hub. The needle point camera then failed to reject the cannula for no point which resulted in the needle hub being assembled incorrectly. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that mixed product occurred with a needle 22x1-1/2 rb ns. The following information was provided by the initial reporter, "the needle for the lidocaine was a blunt needle and not a regular injection needle. They used another needle tip they had on the unit to complete the procedure. There was no issue with the patient or procedure."